Event description:
Warranty on cardiovascular device. I believe that manufacturers of durable medical equipment, should be required to fully inform pts (customers) of any warranty, at least prior to implantation. It's a matter of disclosure. Pts, hospitals, insurers and the federal government should also have the practical opportunity to save on the replacement costs of faulty equipment. Warranty of ICD. I have just recently learned that the medtronic ICD is guaranteed. During the last several years, my wife and I asked (B)(6), hospital and insurance personnel if there was a warranty with an ICD. The answer was always something like, "I don't know". I am on my third ICD and the warranty was never mentioned to me. One would think that the "warranty" would be used as a selling aid as it is used to sell other commodities and services. Perhaps, if the guarantee was fully described somewhere in your printed literature, affected people would be aware of it. I believe the pt (customer) is entitled to know about the warranty prior to the implantation of the device. On (B)(6) 2012, your representative stated, on the phone, that the device is guaranteed for 5 years and credits are prorated; she also stated there is a reimbursement of a pt's medical expenses up to (B)(6). The representative also stated that a "claim filing kit" would be sent to me. Weeks later, I did receive the kit but it did not confirm the terms of the warranty as it was described over the phone by your customer representative. Your records will show that I had an ICD replacement on (B)(6) 2008; a lead wire was replaced on (B)(6) 2009 ten months after the replacement of the ICD. Evidently, the lead wire is an integral part of the ICD in order for it to function. The whole ICD was replaced (weak battery) on (B)(6) 2013. My total cost was (B)(6) which I did pay. Please note that the hospital charge for the lead wire was (B)(6): ((B)(6)) my share of this cost was (B)(6). This episode also cost me: stress, inconvenience, time and the risk of infection. I believe that I should be reimbursed for the (B)(6) hospital expense. Please advise.